Manufacturer narrative:
No unexpected blank display anomaly was noted. The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump passed the self test. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 498 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump was alarming without any information on the screen of the device. The customer changed the set three times but the insulin pump was not delivering insulin correctly. The customer sent the insulin pump back for analysis.